Event description:
It was reported through a merlin.net transmission that the device reached the maximum capacitor charge time during capacitor maintenance. In-clinic measurements were normal. The physician scheduled more frequent capacitor maintenances and the patient will be followed more frequently through merlin.net. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device continued to exhibit a long capacitor charge time. The device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
Evaluation description: the reported extended charge time was confirmed in the laboratory. The device was tested on the bench and capacitor deformation was found to be the cause of the reported extended charge time. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.